Manufacturer narrative:
The failure investigation has been completed and based on the analysis, the alleged malfunction reported by the customer could not be verified as a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced intermittent altitude alarms. The user's blood glucose (bg) level was 470 mg/dl. The bg level was addressed with a manual injection. Reportedly, the alarm was cleared and insulin delivery was resumed prior to the report.